Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) false positive results were obtained by the laboratory personnel. A subculture was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "random false positives occurring - range of different bottle types, times and instruments. " subculturing vials and seeing no organisms, hence the decision it's false positives and the 'positive' result is not reported out from the lab, and no adverse event for the patient.

Manufacturer narrative:
Investigation summary: bd was not able to perform an investigation to the retention samples since the batch number was not available. Batch history records are always reviewed prior product release. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) false positive results were obtained by the laboratory personnel. A subculture was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " random false positives occurring - range of different bottle types, times and instruments. " subculturing vials and seeing no organisms, hence the decision it's false positives and the 'positive' result is not reported out from the lab, and no adverse event for the patient.